Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: call service alarms were observed in the pump histories. The pump powered on properly with no alarms. During duration testing, the pump gave a replace battery alarm which prohibited complete testing due to the alarm recurring. The pump electrical current draws were tested and were within specifications. Unrelated to the initial complaint, the display was observed to be dim and the letters had a red hue. The pump was opened for further investigation and moisture damage was found on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.